Manufacturer narrative:
(B)(4).

Event description:
It was reported that" (B)(6) 2024, the catheter was found to be leaking during use on the patient. Involved 1 pc."

Event description:
It was reported that" on (B)(6) 2024, the catheter was found to be leaking during use on the patient. Involved 1 pc." Associated complaints 3006425876-2024-00825 and 3006425876-2024-00826.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.